Event description:
The following has been reported: nurse reported: have done more blood administration and have run in the same issue. But looking at the gold foil for all tubing sets it was present and did not appear damaged. A preliminary review of the logs identified the following issue: set not recognized. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.